Manufacturer narrative:
The insulin pump was received with a cracked end cap. Drive support disk was inspected and no anomaly was noted. Unable to perform the occlusion test due to the cracked end cap. A cracked display window corner, battery tube threads, reservoir tube lip, broken belt clip slot and scratched display window also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump was not functioning properly and the customer experienced high blood glucose of 220mg/dl in the morning. It was stated that the drive support cap was loose. No further information was provided.